Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that there were no visual or physical discrepancies with the device. The returned device was tested using a known good compatible wand which was found to perform as intended. The sd card information was downloaded and the information shows the following error/s: error code 6 - wand has been disconnected error code 11 - wand has passed its expiration date the complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors which can lead to patient burn include: (1) not having sufficient saline in order to maintain the formation of plasma, inadequate suction, or the device reaching its end of life. (2) there may have been static charge accumulating near the internal components which could hinder the device's ability to communicate with a generator or (3) vibrations or drop shock during transportation of the device could have caused internal component damage. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that patient had knee arthroscopy and was sent home after surgery but came back the next day and presented a 3rd degree burn/blister to surgical area. Surgeon has confirmed that the outflow of the wand was not used and could potentially be the reason for this blistering, however surgeon has clarified that the wand was only used for around 90 seconds.